Event description:
Two (2) ethicon endo-surgery, 35 mm vascular thin tsw35, endopath ets endoscopic linear cutter, staplers did not when attempting to use them during a laparoscopic appendectomy. A third ets was opened and used without further incident.